Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted once results are available.

Event description:
Customer reports that due to a delay in receiving her replacement meter she experienced symptoms of "headaches, blurred vision, and confusion" and was seen at a local hospital and reports having a "slight seizure" while at the hospital. She states she was diagnosed with hyperglycemia and was treated with "orange juice, morphine shot and insulin". There was no report of death or permanent impairment in this case.